Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse found the cups and tips were stacking up in the waste chute. The fse readjusted and cleaned out the waste chute. There were no additional tips and cups sticking to the wall when the waste chute was verified. There was no further action required by fse. The most probable cause of the 4153 c.trans-z home overrun was due to a clogged waste chute.

Event description:
On( B)(6) 2016, a customer reported error 4153 c.trans-z home overrun with their a1a-900 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.